Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 due to kidney and bladder infection which caused high blood glucose was high as 600+ mg/dl. The insulin pump was under delivering insulin. Customer¿s current blood glucose value was 220 mg/dl. The customer experienced symptoms such as vomiting. The customer treated with a manual injection. Troubleshooting was done for high blood glucose and under delivery. The customer was wearing the insulin pump during the hospitalization. The customer decline to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.